Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver would not take a charge or boot-up. The receiver download and functional test could not be performed due to receiver not turning on. The receiver case was opened for an internal visual inspection and further evaluation. Through troubleshooting it was determined that the u5 component is defective. The reported event of an overheating receiver was unable to be confirmed with the returned receiver. The root cause could not be determined.